Event description:
A home patient (hp) contacted (B)(4) regarding a drain bag leaking on the hardwood floor at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the hp to end therapy and retrieve the cassette. The hp stated the clamp was left open on the sample port. On (B)(6) 2010 product surveillance followed up with the hp via phone call; the hp stated that she was ending therapy and she noticed that there was fluid on the floor. The hp stated that all of the lines were connected and she did not notice any holes or defects in the bags or lines. The hp confirmed that she did not receive an alarm. The hp also confirmed that there was no skin contact with the solution. The patient stated there was no injury or medical intervention.

Event description:
On june 22, 2010, the customer reported three (3) leaking intermate units, product code 2c1742k, lot# 10c054. The units were filled with pamidronate 90mg in 250ml nacl 0.9%; civa admixture (B)(4), lot# 10f17cc0004. The problem was noted prior to product use and there was no reported patient injury or medical intervention. During a customer follow up, it was indicated that the leak was noted upon receipt of delivery; the leak appeared to be from the winged luer cap. Samples are available for evaluation.

Manufacturer narrative:
The reported condition of leak was confirmed. Upon receipt, fluid was also noted in the bag that contained the units which suggested leakage must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). No other source of leakage was found. A leak test was performed on the units by refilling them with green color water. After fill, the units were allowed to completely prime then the blue winged cap was securely fastened to the luer body (the cap was not over-tightened or under-tightened). Thereafter, the units were being monitored for 7 days for signs of leak. However, after 7 days of monitoring period, no signs of leak were observed. (B)(4).

Manufacturer narrative:
A batch review has been conducted which revealed product met all the acceptance criteria for release. (B)(4).